Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, an occlusion alarm occurred and the battery was observed to be depleting rapidly. The customer's blood glucose (bg) was in the 300 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy. The customer declined to provide additional information to tandem technical support.

Manufacturer narrative:
The failure investigation has been performed and the alleged charging issue was verified. The investigation for the occlusion issue could not be completed as an incomplete system was returned. Additionally, no failure was identified related to the battery depletion issue.